Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the backlight would light up when a button was pressed or when the pump was plugged in, but there were no buttons on the display and the display was a lit up dark screen. Customer's blood glucose was 115 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.